Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to contact support if the issue recurred.